Manufacturer narrative:
(B)(4). The complaint (B)(4) neopuff infant resuscitator was returned to fph service centre in (B)(4) for evaluation. It was visually inspected and performance tested as per product technical manual (ptm). No fault was found with the returned device during testing. The reported fault could not be replicated as the device functioned normally during testing and passed performance check. The affected neopuff was returned to the hospital after it has been evaluated and serviced.

Event description:
A hospital in (B)(6) reported the following involving a (B)(4) neopuff infant resuscitator: a clinical staff have reported that no chest movement of a neonate could be seen during a resuscitation. The resuscitation pressure, as indicated on the manometer, were not noticed and/or recorded. The complaint (B)(4) neopuff was subsequently tested by a hospital engineering staff but no fault was found. No patient consequence was reported as a result of this incident.